Event description:
The plaintiff's attorney alleges that the pt experienced a cardiopulmonary arrest and subsequently expired after receiving dialysis that day. It was reported that the death occurred as a result of administration of granuflo and naturalyte.

Manufacturer narrative:
This is one event for the same pt involving two separate products.